Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was verified. The event log did show system fault 42,224 occurred. The circuit board will be replaced. Use testing was performed. The problem source is the circuit board.

Event description:
Information was received that the cadd prizm vip pump has error 42224. No reported adverse effects.